Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. After the sensor was successfully re-linked, the calibration entered during the initialization phase fit sensor glucose trends well. User was advised to continue using the system and to calibrate as requested.

Event description:
On 23 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Investigation findings updated to 114.